Manufacturer narrative:
The inserter was returned for evaluation and the reported event was confirmed. Signs of wear was apparent across the inserters, including worn laser markings and surface scratches. One of the distal prongs on the inserter was missing as reported. Operative notes and/or medical records were not provided for review of usage/technique. A review of manufacturing records for the inserter lot was performed and no manufacturing anomalies identified. The instrument lot met all required specification prior to being released to distributable inventory on 10/12/2020, resulting in an approximate field life of four years. A definitive root cause was unable to be determine with the information provided; however, it may have been related to excessive force applied to the instrument and/or wear or other damage to the instrument over time. It is unknown how many uses the instrument has undergone after release to the field. There have not been any other complaints of similar nature for the system inserter with separated components. The manufacturer will continue to monitor for reports of non-functional instruments and perform complaint investigations as appropriate.

Event description:
It was reported that a distal prong of the system inserter broke during a procedure. There were no known patient complications associated with this complaint and the surgical procedure was successfully completed by using an alternate inserter. No additional information available.